Event description:
A customer reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process and had not been previously reported with this pump serial number. Technical support confirmed the cartridge alarm 30 and instructed the customer to remove the cartridge and administer a 9-unit bolus, which was successful. The customer could not reload the original cartridge, so technical support assisted in loading a new one. After following the proper loading technique, the customer was able to successfully resume insulin therapy, resolving the issue.